Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer would resolve the issue by changing the cartridge but the occlusions continued. Troubleshooting indicated an issue with the infusion set site, and the call was transferred for further assistance. The clinical support team recommended proceeding with a pump replacement, and the customer continued to use the pump for insulin therapy while awaiting the replacement and has a backup method of inuslin therapy available if needed.